Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that a weldment that is apart of the power center mount bracket is cracked.